Event description:
The hospital reported that during an evh procedure, it was noted that the short port balloon was leaking air. A replacement device was used to complete the case. No patient complications were reported.

Manufacturer narrative:
Investigation: since the balloon and the outer silicone coating were damaged when received, no attempt was made to test the btt. The complaint that the balloon leaked air during use is confirmed.